Event description:
Caller reported a malfunction on the pump, identified by a malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. The customer experienced repeated occurrences of the malfunction and was advised by customer technical support (cts) that a replacement pump would be provided with the most up-to-date software. Customer will continue to use current pump; will rely on alternate method if necessary.